Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the stuck button error alarm. Customer¿s blood glucose was 154 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement and self tests. No unexpected stuck button alarms were noted. (B)(4).